Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6) , batch: 5143303.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. It was also noted of the lead being fractured. No further action taken at this time.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. It was also noted of the lead being fractured. Additional information received that the patient underwent a lead explant procedure. The explanted lead was not returned per hospital policy.